Event description:
This unsolicited device case from (B)(6) was received on july 24, 2015 from a physician. This case concerns a patient of unknown demographics who experienced generalized body ached & had joint effusion/aspiration of 100 ml synovial fluid after receiving treatment w/synvisc one. No past drug, medical history or concurrent condition was reported. The patient's concomitant medications include and celecoxib (celebrex) for osteoarthritis and cyanocobalamin/pyridoxine hydrochloride/thiamine hydrochloride (neurobion). On (B)(6) 2014, the patient initiated treatment w/intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number expiration date: not provided) into unspecified joint for osteoarthritis. On an unknown date, the patient experienced generalized body ache. On an unknown date, 100 ml of synovial fluid was aspirated (joint effusion). It was reported that the patient's blood parameter were normal for erythrocyte sedimentation rate (esr) and c-reactive protein (crp). Corrective treatment: not reported for both the events. Outcome not recovered for both events. A global pharmaceutical technical complaint (ptc) was initiated & ptc results were pending. Seriousness criteria: disability for the event of joint effusion/aspiration of 100 ml of synovial fluid.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: disability for the event of generalized body ache. Additional information was received on august 5, 2015 and august 7, 2015 (both information processed together with the clock start date of august 5, 2015). The patient's age and medical history was added. The start date of the events was added as (B)(6) 2014. The seriousness criterion had been changed from joint effusion to generalized body ache which was added as disability (previously reported for the event of joint effusion). The corrective treatment for the event of generalized body ache was updated. It was reported that the events were still persisting. Global ptc number with results was added. Clinical course updated and the text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated august 7, 2015: this case concerns a patient who received treatment with synvisc one and later experienced generalized body ache. Since the definite temporal relationship could be established between the product start and event onset date, so the causal role of synvisc one cannot be denied for the occurrence of above mentioned event. However, lack of information regarding concomitant medications and other risk factors, precludes the complete case assessment.

Event description:
The patient's medical history was relevant for depression on treatment (unspecified). On (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified joint for osteoarthritis. The same day, the patient experienced generalized body ache and had 100 ml of synovial fluid aspirated (joint effusion) . On an unspecified date, the synovial fluid analysis showed no microbial growth. It was reported that the patient's blood parameters were normal including erythrocyte sedimentation rate (esr) and c-reactive protein (crp) .